Event description:
It was reported that the pump is not working, there was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure and tank cover, stained float switch, faded line cord and stripped interlock block. Functional testing found the pump was not working confirming the customer complaint. The root cause of the reported issue was found to be a malfunctioning pump. Replaced the float switch, pump, enclosure, tank cover, interlock block, plate clip, line cord, and front cover. The device passed functional testing.